Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistant with mis-handling. Root cause could not be firmly established due to the observed damage. The processor/bridge/pace board was replaced to remedy the problem. No trend is associated with reports of this type. This report was inadvertently submitted and reports of this nature typically do not meet zoll's reportability requirements.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib error" message after the device had been dropped. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib error" message. Complainant indicated that there was no patient involvement in the reported malfunction.